Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that an insertable cardiac monitor was explanted after migration, which was associated with the connective tissue disorder of the patient, and a new insertable cardiac monitor was implanted. No additional adverse patient effects were reported.